Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a defective tube lifter in the pipetter assembly. The tube lifter was replaced. The instrument was inspected, tested without further problem, and returned to service.